Event description:
It was reported that the patient experienced a cylinder reposition due to cylinder migration and the patient experiencing pain from the migration with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the cylinder was only repositioned. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.